Event description:
The following event was obtained during a journal article review; the patient was admitted with acute st segment elevation myocardial infarction (mi)_ and had two hepacoat stents implanted overlapping in the left anterior descending (lad) artery. Four months later, pt developed recurrent symptoms associated with in-stent restenosis, which was treated with cutting balloon angioplasty followed by beta-irradiation treatment. During placement of the brachytherapy catheter, the patient developed extensive thrombosis within the artery that resolved after additional heparin and repeat balloon angioplasty. However a hazy area remained at the proximal stent edge, and a cypher stent was placed, overlapping the previously placed bare metal stents. Despite successful restoration of brisk antegrade flow and normal angiographic results, the patient developed a peri-procedural mi.